Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of reported event cannot be determined; however, the instruction manual warns users " do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the device jaw broke off and fell into the patient. The surgeon was sealing vascular tissue that was not bleeding. The patient underwent x-rays and the device fragment was retrieved using a grasper through the trocar. It was reported that there was minimal bleeding. The procedure was completed using a halo device and a j-hook. There was no longer stay or additional procedure needed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The OEM performed a visual inspection on the received device and found one of the device jaws detached at the first proximal tooth. The detached device jaw was returned for evaluation. There was dried biomaterial observed on the device handle and on the remaining coagulation jaw. The device jaws were noted to be difficult to close due to the broken electrodes squeezing together on the blade. Since this is an isolated incident the exact cause of the user¿s experience could not be determined.